Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated that his blood glucose reading was 367 mg/dl, corrected using insulin pump and then blood glucose was 456 mg/dl. The customer treated for their high blood glucose with insulin pump and manual injection. Customer current blood glucose was 282 mg/dl. The customer was experienced vomiting, abdominal pain, difficulty in breathing. Customer was not using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.